Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the mx40 telemetry device had a speaker malfunction. It was unknown if the device had audible sound. No patient involvement.